Event description:
It was reported that the left ventricular (lv) lead had no capture in all configurations. Therefore the lv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4) implantable pacemaker/cardio/defib - (B)(6) 2010. Concomitant product: 6935 implantable tachy lead - (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product evaluation summary: the lead segments was returned to the manufacturer and analyzed and no anomalies were found. The lead proximal conductor was distorted kinked/buckled/pulled/stretched/overstress. The lead distal conductor was pulled/stretched/overstress. The proximal and distal lead conductor had blood not obstructed. There was blood ingression on the distal end electrodes. The outer lead insulation was breach cut and breach melted. The outer insulation was cosmetic melted and the outer insulation had environmental stress cracking (esc.) The lead had apparent explant damage and was stretched.